Manufacturer narrative:
Device evaluation: traces of blood and radio opaque solution were detected into balloon and inflation line. An attempt to inflate the balloon was performed connecting a manometric syringe to the luer port, however a leakage was immediately detected on the balloon surface. A short cut was detected on the balloon (15mm) due to a burst. No other abnormalities detected on the device.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician used amphirion deep in a below the knee case, the lesion was slight to moderate calcified, without tortuosity. He used first one product with inflation of (B)(6)bar, not exceeding the rbp, but the balloon ruptured in the anterior end of the balloon. He then used a second product with same lot number to treat the same lesion, inflated it to (B)(6) bar, still it ruptured in the anterior end of the balloon. A third product with same customer facing number was then used to treat the lesion successfully.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.